Event description:
Ous MDR - it was reported that 90 months after the implantation the patient received an inappropriate shock due to oversensing. The lead was capped and a new one was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully investigated. The available iegms confirmed the presence of noise with shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.